Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to squeeze the handle and jaws were able to close, but there were issues with the loading or firing of the device and there were malformed clips. They used another clip applier to complete the case. There was no patient injury.